Event description:
Client tested negative with home access hiv-1 test system on 8/7/98. Client reported testing positive for hiv in 11/95. Client reported that he has been treated by a physician but the physician did not test him prior to treatment for hiv. Client refused to break anonymity or provide release to obtain medical records so previous test results could be verified. Review of hah lab results, (eia) verified negative. Unable to verify clients claim of previous positive test results.